Event description:
It was reported the patient experienced a shocking or jolting sensation following an unrelated colonoscopy. The caller stated they doubt the healthcare provider (hcp) turned off the device prior to the colonoscopy. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).